Event description:
The customer reported that during use of this handpiece in oral surgery, it got hot near the collet about 10 minutes into the procedure. In addition, the user reported that the console in use displayed an error message of "magnetic field". The surgeon discontinued use of this handpiece and exchanged it for another drill. The second handpiece began making a strange noise and then the bur guard fell off the drill. The surgeon reported getting a third handpiece, which he also reported, did not function properly. Following the third handpiece problem, the surgeon chose to use a chisel and mallet to continue the surgery. During use of a chisel and mallet, the patient's jaw fractured, resulting in the need to wire the patient's jaw. To date, the progress of the patient is unknown.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device for evaluation and confirmed the reported problem of getting hot. The technician found the collet noisy, vibrating, corroded and generating heat. In addition, the technician found the motor failed ground bond testing and also found damage to the endcap of the handpiece. The reported problem of a "magnetic field" error could not be confirmed. A review of conmed linvatec repair records show this device was last serviced in october 2005. The handpiece instruction manual warns the user of the following: overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. In addition, the instruction manual informs the user that the service interval for the drill and bur guards is every 6 months. Warning: failure to follow the service schedule could result in reduced instrument performance or overheating of the drill or guard. The customer will be provided care and service details. Conmed linvatec sent the following medical device reports, which are associated with this event: 1017294-2008-00037, -00038, -00040, -00041, -00042, -00043, -00044, -00045. The customer was not sure of the specific serial #/lot# in use at the time each problem occurred.